Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s wife, on (B)(6) 2025, the patient and spouse was out and was late to notice the sensor has failed. The spouse called paramedics via 911 at around 3:00 pm, the patient did not experience any symptoms and suddenly lost consciousness. There was no bg reading take. They waited for paramedics to check bg meter value. The spouse was unable to recall the number of hours the sensor has failed before they noticed. The paramedics took a bg reading which was 38 mg/dl. The patient was treated with tube of glucose, soda and reese¿s peanut butter cup. The paramedic left after 30 minutes and the bg reading was 80 mg/dl. At the time of the report the patient was ok. Performance data was reviewed. Data investigation confirmed wearable failure. The probable cause was determined to be prolonged data blanking. No additional patient or event information is available.